Event description:
This is a case study of a 52-year-old man who was diagnosed with stanford type b aortic dissection and underwent tevar with a conformable gore® tag®thoracic endoprosthesis on (B)(6) 2015. Six years later, the man, now 58-years old presented with chest discomfort and differing blood pressures on (B)(6) 2021. He was diagnosed by CT for proximal stent graft-induced new entry [sine] and therefore type a dissection. The patient had emergent surgery and the entry tear was found at the lesser aortic arch curve at the proximal stent. Reinforcement of the distal end was performed with a felt tip and a four-branched, 28 mm hema shield prosthesis anastomosed to the distal end using sutures. The patients post operative course was uneventful and he was discharged.

Manufacturer narrative:
H3: engineering evaluation could not be performed as the device remains implanted. Literature title: partial arch replacement of type a aortic dissection after thoracic endovascular aortic repair for type b dissection. Source: egypt hear j. 2023;75(1):81. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: dissection.